Event description:
Report rec'd of two incidences of loss of IV accesss due to "the syringe sticking" when flushing. In incident # 1 of 2, the nurse started an IV on the pt and then tried to flush the access. The customer reported that the plunger would stick when the IV access was flushed, which led to the loss of the IV site. The clinician was able to start another IV site on the pt. No pt harm or adverse event was reported.